Event description:
It was reported that during an unknown procedure, the device didn't fire. Another like device was used to complete the procedure. There were no adverse consequences for the patient..

Manufacturer narrative:
(B)(4). Yielded jaw. The analysis result showed that the er320 instrument was received empty and with the jaws were found to be in a yielded condition making the device non-functional. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.